Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet did not retract from the lancet device. The patient reported that the multifunction button sometimes is stuck, which causes the lancet to not retract properly. No further information was provided.